Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device experienced a power on reset (por). It was noted that the patient had been undergoing radiation therapy. The por was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were four power on resets (por) for critical ram parity error, between (B)(6) 2008 and (B)(6) 2012. There was one patient alert for a device circuit error on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.